Manufacturer narrative:
Additional infomration was received indicating that instead of ngen, it was used an stockert generator and a coolflow pump, as it was more easily accessible for the nursing team at that moment rather than smartablate. It was also mentioned that the adapter of the pump was below a table in the operating room (or); an open bag of intravenous (IV) serum was left over the table and the serum started dripping over the adapter causing a momentary spark/flame that lasted a second. It was clarified that initially thought it was the socket at the wall but then realized it was at the ac adapter where the cable is connected. The socket of the wall is not applicable. Additionally, the e1. Initial reporter details have been updated based on additional infomration received. Device evaluation details: the evaluation has been completed. The cable was damaged so it was replaced. There was no damage to the equipment. A device history record evaluation was performed for the finished device number, and no internal actions related to the reported complaint condition were identified. All devices are manufactured, inspected, and released to approved specifications as part of biosense webster's quality process. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA manufacturer's ref. # (B)(4).

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter (afl) ablation procedure with a ngen¿ pump and fire and smoke were observed coming out from the ac adapter. A short circuit was reported and the ngen¿ pump stopped working. Smoke was coming out from it due to a wet socket. Issue occurred before the atrial flutter procedure. There was no harm to the patient and they managed to finish the procedure using a ¿stockert generator¿. Additional information was later received indicating there were visible fire/flames from the ac power adapter; not the ngen¿ pump. It seems the ac power adapter got wet with saline solution.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4) on 21-mar-2024, it was noticed the h6. Medical device problem code of "improper or incorrect procedure or method (a2303)" and "no device problem found (c19)" were inadvertently omitted from previous medwatch reports. As such, they have now been added.